Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call blank display alarm. Customer's blood glucose level was 165 mg/dl. Customer advised they received a low battery alarm and when they replaced the battery the display was blank. Troubleshooting for the display was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer advised they will purchase new batteries and call back to continue troubleshooting the insulin pump.